Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be related to hypersensitivity to latex, bacterial infection. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that patient was bleeding from urinary bladder therefore the foley catheter was removed and a flushing catheter was inserted. Bleeding was stopped and event was resolved after implantation of flushing catheter.